Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there are black spots on a disposable filter used in sterilization container system. No patient injury reported; however, a surgical delay was noted (length of delay is unknown at the time of this report).

Manufacturer narrative:
Investigation: investigation indicates the root cause of the reported issue is: chemical indicator ink has a viscosity which is too high for manufacturing equipment. High viscosity ink becomes stuck to applicators, resulting inslatter throughout the process. The current manufacturing process lacks specifications for ink viscosity. Immediate corrections have been put in place at the manufacturing site including an increase in quality control sampling of filters to no less than every 30 minutes of manufacture along with enhanced training and visiblity of this issue to operators trained in filter manufacture. Investigation of the makeup of the splatter is the same ink as the chemical indicator ink, due to the visible confirmation of ink color transition post sterilization, and is not a contaminant nor a deficiency which affects the functionality of the product. This issue has been elevated to a CAPA to eliminate the issue.